Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, an alert for high impedance was noted on the right atrial lead. The lead was explanted and replaced successfully. The patient's condition pre and post procedure was good.